Manufacturer narrative:
The reported field event of set screw damage was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Atrial and ventricular setscrews were successfully tightened and loosened. An arc mark was found on the can, and analysis of the device image found end of service had been triggered on the explant date without an elective replacement indicator which is consistent with electrocautery exposure. Longevity assessment was performed, and device was in the normal range of operation.

Event description:
It was reported that during procedure, the set screw broke and the lead could not be removed from the header on the pulse generator. The device and lead were explanted and replaced. The patient was stable.